Event description:
The consumer's family member reported that she was urinating frequently and changing pads often with urinary leakage. The reporter believed the device was set to 0.0. The nurse at the doctor's office gave the direction to do so bit it was difficult to understand why. In the past, they tried increasing stim but the wanted to do further troubleshooting. Upon interrogation, the patient programmer showed the patient was on program 4 at 1.4v. They were told it was ok to change programs. Patient services walked them through changing to program 1 at 1.4v and they planned to try the new settings to see if symptoms improve. The symptoms began 2 weeks prior to the report.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a burning with urination and was still not at 50% efficacy. The patient was going to see her primary care physician (pcp) tomorrow and would ask about the symptoms. She went to the emergency room (ER) 2 days prior on sunday and they took a urinalysis but it was negative for urinary tract infection (uti). The patient was getting good therapy until a week ago and the change in therapy/symptoms was considered sudden. Ten days later on (B)(6) 2015 it was reported that the patient was still not getting any relief from therapy. The patient's symptoms were worse now than prior to the implant. Prior to the implant she would go through 6-7 pads a day and now she went through a 24 pack in one day. The patient saw the healthcare professional (hcp) and directed them to call the manufacturer to see what settings the patient should be using. She could feel stimulation right after it was adjusted but was currently not feeling stimulation. There were no medical procedures or electromagnetic interference (emi) that could be related to this issue. There was trauma or fall that could be related to this issue. The hcp had not instructed them to keep a voiding diary. After increasing amplitude, stimulation was felt in the correct area. They were going to monitor and call back if further adjustments were needed. On (B)(6) 2016 the patient was also seen in the office. Urine was collected and they checked for uti. The cause of the burning with urination and lack of efficacy was not determined. 4 days later the patient continued to have problems and after increasing stimulation the patient was still using more pads now than she was before having the implant. They were recommended to notify the managing hcp of patient's concerns, and it was confirmed that they would do so.